Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 43.9-44.1cm from the distal tip, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise, oversensing, and inappropriate therapy delivery.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise and oversensing. The rv lead was explanted and replaced. The patient was in stable condition.